Event description:
It was reported that no output stimulation could be seen when the magnet was placed over the pacemaker, nor could telemetry be established. The device was explanted and replaced two days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis confirmed the reported no output, no telemetry field experience. The battery was found to be depleted, due to leakage of an integrated circuit, which caused a high current drain condition. It was reported that no output stimulation could be seen when the magnet was placed over the pacemaker, nor could telemetry be established. The device was explanted and replaced two days later. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure integrated circuit) device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy output, none.